Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this pacemaker was not pacing and the patient required external pacing during a device replacement for normal battery depletion (nbd). This pacemaker had exceeded the predicted longevity for this model device. A new device was successfully implanted and to date, no further adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at boston scientific's crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.